Event description:
Customer states during overnight one of the rt1 reagent probes was replaced and it was apparently not screwed in fully, as it was noted there was water all over the inside of the analyzer and reagent area but not in the walkway. Additionally the customer feels that there were aberrant patient results due to this issue and provided 5 patient results that were reported and had to be corrected after the rerun. The following 3 patient results were determined to be discrepant for phosphorous, repeat testing performed the same day: sample 1, initial result gave 1.3; repeat gave 2.8 mg/dl. Sample 3, initial result gave 1.8; repeat gave 2.8 mg/dl. Sample 4, initial result gave 2.3; repeat gave 3.7 mg/dl. It is unknown if patients were adversely affected due to the initial results reported. The customer refused to provide this information.

Manufacturer narrative:
The field service representative determined the leakage from the rt1 was caused by the fitting not seated properly. Customer fixed problem but has extensive water in analyzer and getting analyzer alarms for the cooling unit and compressor. The field service representative found blown fuse. He checked power supplies, open or shorted circuits, and sensors with no problems found. Customer removed and replaced all reagent cassettes on board the analyzer. Diagnostics checks, calibration and controls were run to verify analyzer performance.